Manufacturer narrative:
Evaluation of the returned device found evidence to suggest it failed in bending overload. This report filed (B)(4) 2011.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing trial acetabular liners on (B)(6) 2011. During the procedure, the screw separated from the trial liner and remained in the cup. The screw was removed from the cup and there was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).